Event description:
Balloon burst.

Manufacturer narrative:
The catheter was returned to numed completely coated and plugged with dried blood and contrast media. A visual examination was performed on the catheter. Performance tests could not be done due to the condition of the catheter. Balloon exhibited a longitudinal burst. The account stated that an inflation device with pressure gauge was used, but they did not know the pressure to which the catheter was taken. They also did not know how many times the catheter was inflated. This catheter, as well as the catheter being reported under MDR 1318694-2009-00002, were both used on the same pt with the same malfunction of a balloon burst. This may indicate a pt anatomy problem such as calcification.